Event description:
The knee motor runs up when bed is plugged in.

Manufacturer narrative:
Technician found water damage to motor control board. Unknown where water damage came from. Technician replaced board to resolve.